Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that three years post implant the patient had dyspnea and was diagnosed with heart failure. Currently the device pacing rate was set at 60 beats per minute; however, the patient¿s family reports that the patient¿s heart rate by hand is lower than 60 beats per minute. The device remains in use. No patient complications have been reported as a result of this event.